Event description:
Ous MDR - the associated pacemaker was repositioned without disconnecting the leads. After this, intermittent loss of capture of the v lead was noted. There were signs of lead cautery on the housing. The measurement values of the leads were unremarkable.

Manufacturer narrative:
Ous MDR.